Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 507 mg/dl for high blood glucose and 67 mg/dl for low blood glucose at the time of incident. The customer¿s current blood glucose value was 197 mg/dl. The customer treated high blood glucose with manual injection and low blood glucose with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap appears normal, slightly intended. Customer alleged that the insulin pump was over delivering. No further patient complications were reported. Troubleshooting was performed; however, the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.